Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on a test system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tip opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. No signs of thermal damage were found the instrument was fully functional. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the pictures show the mcs distal end appears to be making contact with the bipolar instrument distal end. If the energy was activated on the mcs while in close contact with the bipolar instrument, that could explain how one of the bipolar yaw pulleys has a thermal damage on the outer surface of the pulley. A review of the instrument log for the monopolar curved scissors instrument (pn# 470179-19 lot# k14220110-0450) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sl0790 for approximately 2 hours. The alleged event occurred on the 5th use of the instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced and exhibited signs indicative of thermal damage. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, arcing was observed between the monopolar curved scissors (mcs) instrument and a maryland bipolar forceps (mbf) instrument, generating a burn in the isolated part of the maryland bipolar forceps. Reportedly, the electro surgical unit (esu) energy levels settings are the same as all cases before without any issues. No physical or thermal damage was identified on the mcs instrument with tip cover accessory. The procedure was completed with the same instrument with no reported injury. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).